Event description:
Surgeon noticed during a laparoscopic case while tacking mesh for ventral hernia repair that sharp portion of staple was sticking out of stapler before he fired it. Biomed notified.